Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received radio frequency failed self-test alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump passed the self test and was monitored with no unexpected rf pic failed error alarms noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a cracked case at the display window corner and minor scratches on the lcd window.